Manufacturer narrative:
Note: product reference 4433742 is not cleared in USA, but it is similar to the product reference 5433742 cleared under #510k130576. Batch history review: the manufacturing file of this batch of celsite babyport have been reviewed . It complies with the specifications and does not present any discrepancy. No other incident has been reported to us on this batch of access port released in december 2013. Investigation results: we received for investigation one celsite babyport from batch m322200t with its connection ring and the proximal part of the broken catheter. The device evaluation shows that the catheter ruptured at 5 cm from the connection, as indicated by the user, at the puncture vein entrance. Conclusion: the information received from the customer allows us to hypothesis that the catheter rupture at the level of the junction with the jugular vein, during its removal, results from an incorporation of the catheter in the vein. The IFU informs the physician about the implant duration and the specific precautions to be taken for implantation on children. The catheter rupture during removal of long-term implantations is a known complication of access ports with thin catheters. This is a rare occurrence (0.04%), no further corrective action is envisaged.

Event description:
On (B)(6) 2014: implantation access port for chemotherapy in a baby. On (B)(6) 2017: removal of the access port at the ned of treatment. During the removal, the catheter ruptured at the puncture point in the jugular vein. Eight cm of catheter left in the superior vena cava. Required hospitalisation and reintervention by interventional radiology for endovascular extraction under fluoroscopic control. No adverse consequences for the patient.